Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual inspection of the cartridge revealed that the reload was received with the jaws open and a full staple complement. The reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. The reload would not open. To complete the procedure, another reload was used on the same stapling handle and worked successfully. No known impact or consequence to patient.